Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
The facility representative reported to baxter on 17 february 2010, a colleague infusion pump of a malfunction in which the pump goes off as soon as its unplugged from the wall. Batteries and fuses have been changed. Also, pump has been charged for 16 hours. The event was reported to have occurred during biomedical servicing on an unknown date. According to the hospital representative, no patient injury, adverse event, or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).